Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller had a bent pin in the white lead. The system controller was reported to not be displaying any info and had a loss of power during power source changes. The vad coordinator confirmed that the pump did stop when first disconnecting the black lead from the system controller. The pt was successfully switched to a back up system controller.

Manufacturer narrative:
The pt remains ongoing on the back-up system controller. The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.